Event description:
It was reported that the 9800 system has a white line only down the middle of the screen. The rest of the screen is black. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Investigation indicated that a bad wire existed in the high voltage cable. Ordered a new high voltage cable. It is believed that once replaced the system will work as intended. If add'l information should indicate otherwise, a follow-up report will be submitted as required.